Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 26 oct 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a touchscreen failure. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 05nov2018. Date of manufacturer: 03nov2018. Philip's international service technician replaced the touchscreen to address the reported problem. The device returned to full functionality.